Event description:
Right ventricular lead dislodgement. During the lead replacement, noise was detected in ventricular channel leading to the device replacement. The rv lead and the device have been explanted and new ones have been implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The pacemaker and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Evity 8 dr-t: upon receipt, the pacemaker was interrogated and the memory content was analyzed, revealing no anomalies. The log data showed loss of capture detections beginning april 10, 2024. The battery status was found to be 100 percent. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Solia s 60: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a squeezed conductor coil 22 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the observed dislodgement and oversensing. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.